Manufacturer narrative:
Concomitant products imx49jb45 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture at high voltages. The lead was explanted and replaced. No patient complications have been reported as a result of this event.